Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the needle broke in the bone of the patient. The procedure was completed successfully using a different access in the pedicle in order to introduce the screw. There was a surgical delay. This report is for (1) confidence spinal cement system introducer needle, diamond tip 11g x 6 inches. This is report 1 of 1 for (B)(4).